Event description:
It was reported that a patient experienced difficulty turning and locking the connector piece during a supply change. The agent suggested using pliers, after which the patient was able to successfully twist and lock the connector into place. The patient completed the supply change and resumed insulin delivery without issue. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.